Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used for a dilatation procedure. During the procedure, while inside the pt , "the balloon busted." During f/u , the nurse in the procedure stated that there is no additional info available. The procedure was completed with a another uromax balloon with no pt complications.

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental MDR will be filed.